Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the physician treated a proximal lad lesion with the rx vision 3.0 x 18 mm in 2008, and the pt was discharged the following month. The pt returned with a complaint of severe chest pain (no mi) twenty days later, and an angiography was performed. A diffused in-stent restenosis (99%) was found in the proximal lad lesion. Later poba was done on the occlusion, and the pt was left to stablize. Later the restenosis was treated with a xience v 3.0 x 28 mm. No additional event or pt information is available.